Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up # 1 date of submission 03/18/2014-device evaluation:the pump has been returned and evaluated by product analysis on 02/28/2014 with the following findings:a review of the pump¿s history showed evidence of call service alarms. No alarms were duplicated during testing. The pump cover was opened and no internal defect was found.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump had been emitting frequent call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.